Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a totally extraperitoneal hernia repair procedure. The balloon could not be inflated during the operation. To correct the condition, it was replaced by another one. There was no patient injury. The current condition of the patient is stable.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The dissector balloon was unable to be inflated due to the observed cut. Visual and functional testing of the returned product confirmed the product, as received, met specifications. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
There was there no unanticipated tissue loss or damage. There was no blood loss of 500cc or more.